Event description:
It was reported that the patient had no stimulation sensation. The patient indicated their stimulation turned off periodically. This began on (B)(6) 2015. On that day, the patient was sitting in a car and ¿all of a sudden¿ the stimulation was off. This had been occurring more frequently and in more positions. On (B)(6) 2015, the patient reported they had been standing for a long period of time and felt the stimulation shut off, but the patient programmer indicated stimulation was on. The patient also stated that this occurred when they were sleeping and they would wake up with the stimulation off. It was believed the stimulation may have been turning off when the patient was sleeping because the ¿lying¿ position of the adaptive stimulation was not enabled. The lying position was enabled by the manufacturer¿s representative the day of the report. The stimulation amplitude was also increased for the lying and upright positions and the patient could then feel stimulation in those positions. The issue was resolved for those positions.

Manufacturer narrative:
(B)(4).